Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported in association with the event. If heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20apr2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Although no device related issues were reported, this IFU lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was explanted. The reason for the explant was unknown and was not provided by customer.